Event description:
It was reported that the ventilator generated a technical error code indicating an inspiratory flowmeter error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to field service engineer's (fse) statement, the issue with reported technical error could not be reproduced during on-site visit. Pre-use check passed successfully multiply times. Ventilation was tested on test lung without reoccurrence of the reported technical error. However another technical error, indicating inspiratory flowmeter temperature sensor range error, was generated. According to fse the issues were intermittent and were related. Inspiratory flowmeter was replaced. Ventilation was tested on test lung for longer period without reoccurrence of any technical error. The ventilator passed all functional and safety tests and was cleared for clinical use. Technical error indicating an inspiratory flowmeter error is activated when the motor status message has reported failure in the i2c flowmeter bus for more than 1 second. Technical error indicating an inspiratory flowmeter temperature sensor range error is activated if flow meter gas temperature sensor data is outside sensor limits (0-60°c). The inspiratory flowmeter measures the combined air and o2 flow, as well as the temperature of the inspiratory gas from the o2 gas module and turbine module. The flow measurements are used as input to control the gas module and the turbine, creating a feedback loop. Neither the device's logs were provided nor the defective part was returned for further analysis, despite request. The cause to the reported issues has been determined as related to inspiratory flowmeter.

Event description:
Manufacturer's ref. #: (B)(4).